Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their centrifuge speed and time is for five minutes at 3,500 rpm using the bd lihep 4ml gel tube. The ccc informed the customer of the tube manufacturer's guidelines for centrifuge and time (10 minutes). The customer changed their reagent 2 probe, checked alignments and ran five test precision, resulting in range. The customer stated the cause of the discordant falsely elevated cardiac troponin result is due to sample integrity issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was reported out to the physician(s), which was questioned. The same sample was tested on the same instrument, resulting lower. The customer repeated the same sample on an alternate dimension instrument, resulting lower than the initial result. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.